Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one week following photorefractive keratectomy (prk), the patient presented with trace, corneal haze in the right eye. The patient reported experiencing mild glare and eye dryness when using the computer. In a follow up, the optometrist reported that the corneal haze resolved without additional treatment, and the patient continues to use artificial tears as needed for eye dryness. No further information is expected.